Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged and leaking the following information was received by the initial reporter with the following verbatim; rcc received a complaint via email. Email(s) attached. Requesting to make a complaint about a leaking alaris tubing set ((B)(4)). States after mixing the chemotherapy drug, carboplatin, they noticed leaking around the safety clamp while priming the tubing under the hood. Also, reports other nurses on the floor having the same issue with the set. They are not sure of the lot number.